Event description:
In early 2009, the patient requested that yesterday he was admitted to the hospital for elevated blood glucose. He stated his reading registered "hi" on his blood glucose meter and he was vomiting, lethargic, and could not sleep. He stated he treated his reading by bolusing through his insulin infusion device but his reading would not decrease to his target range was 120-150 mg/dl. He stated 2 hours after he bolused his reading was 580 mg/dl. He bolused again and 1 hour later his reading was 540 mg/dl. He was diagnosed with ketoacidosis and is still in the hospital. During troubleshooting, the patient removed his insulin infusion device and discovered the cannula was completely bent. No product will be returned for evaluation.

Manufacturer narrative:
No products will be returned for evaluation.